Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 while removing the implant the top of the connecting screw became damaged. Reportedly there was no impact on the procedure and the operation was completed successfully. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). No non conformances were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The present connecting screw was as far as possible analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. We are not aware of any other complaint regarding to this article- and lot number, which was manufactured in january 2006. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence. We can only assume that exceeding applied mechanical overload during tightens or loosening of blocked connecting screw caused this damage. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.